Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy, intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was the break in aseptic technique. The patient was not hospitalized for the event. Beginning (B)(6) 2011, the patient was treated with injection fortum 500 mg once daily ip, injection vancomycin 2 gm once daily ip and beginning (B)(6) 2011, the patient was treated with injection meropenem 500 mg once daily ip and injection tobramycin 80 mg once daily ip, all of which had continued as of the time of this report. The event of peritonitis was resolving. It was not reported if the patient had been retrained in aseptic technique. Pd therapy was ongoing. The nurse believed the event of peritonitis was not related to pd therapy and did not provide an opinion of causality for the break in aseptic technique.